Event description:
It was reported that, "the stem sat proud. The surgeon broached a second time. Still sat proud. Implanted."

Manufacturer narrative:
The device has been implanted and is not available for evaluation. Investigation is still in process; no additional information available at this time.